Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventrio st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventrio st. Per operative notes, ¿moderate amount of adhesions were noted upon entering the abdomen and were taken down. A ventrio st was placed using sutures.¿ (B)(6) 2015 - patient was diagnosed with erosion of prosthetic mesh in the colon thereby underwent removal of infected mesh and implant of biologic mesh. Per operative notes, ¿there were extensive lysis of adhesions. The omentum was stuck to the posterior aspect of the mesh. The mesh had obviously eroded into the left colon. The mesh was removed. A biologic mesh was then placed.¿ attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, infection, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 6 months post implant of ventrio st, patient was diagnosed with infection, mesh erosion and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection and erosion as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned